Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm and was not able to clear, even after battery change. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.